Manufacturer narrative:
(B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the suture hole was found torn. The guide catheter presented one part detached. The suture was not returned. No other issues with the device were noted. The reported event was confirmed. According to product analysis, it is most likely that the user may have experienced difficulties to release the stent due some anatomical factors during the procedure and/or due the technique performed, once the difficulties were present the user may have applied an extra force that ended detaching part of the guide catheter and tearing the suture hole which confirmed the reported complaint. Therefore, adverse event related to procedure is selected as the most probable root cause for this complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile tract, performed on (B)(6) 2021. During the procedure, the stent failed to deploy. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of guide catheter break. Please see block h10 for full investigation details.